Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00751.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self test on social media. The dates that these antigen self tests were performed are unknown. The sample types used for testing was also not provided. Unspecified confirmation testing was performed at the consumers doctor's office on an unknown date, using an unspecified sample type, which generated a positive result. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false negative result 1 of 2.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self test on social media. The dates that these antigen self tests were performed are unknown. The sample types used for testing was also not provided. Unspecified confirmation testing was performed at the consumers doctor's office on an unknown date, using an unspecified sample type, which generated a positive result. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false negative result 1 of 2.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00751.